Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sigmoidectomy, the first firing for open sigmoidectomy was completed, the surgeon returned the device to the nurse with the jaws closed. Then the nurse pushed the blue button and the silver button of device, however the device did not work. The handle indicator was flashed and the status indicator illuminated blue. The nurse pushed only the silver button, but the jaws would not open. The adapter was reconnected to the handle but there was no change. The battery was reinserted and then the jaws opened. A new handle was used to continue. No reinforcement material was used. UDI number is not available. The surgical time was not extended. The status of the patient is fine. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available.